Event description:
It was reported that during an unknown procedure, when the device was activated, the bowel was torn. There was an incomplete line of staples which caused a leak to occur. No further information provided.